Event description:
It was reported that this right ventricular (rv) lead became dislodged the same day it was implanted, with the dislodgment confirmed through x-ray imaging, so it was revised and remains in remains in service. No additional adverse patient effects were reported.